Event description:
Correction: date of explantation (d6b) in the initial MDR submitted on august 08, 2023 was filed inadvertently. No explantation has occurred. D6a has been updated to reflect the date of implantation: (B)(6) 2022. Per the clinic, the patient was hospitalized from (B)(6) 2022 until (B)(6) 2022, for incision and drainage of post auricular abscess. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.